Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 1,000 mg/dl, swelling, and an unspecified kidney injury. Reportedly, customer entered pump settings incorrectly. Additionally, customer was using humalog supplies fo over 48 hours. Bg was treated with intravenous insulin, saline, and manual injections of insulin. No information was provided regarding the release date; however, customer indicated no permanent damage was sustained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Manufacturer narrative:
B3 b3